Event description:
Additional information: the outcome was reported as resolved without sequelae as of (B)(6) 2012.

Event description:
Additional information: in mid-march the patient complained of generalized weakness. 2 days prior the patient became so weak that he fell at home 4 times and that evening became slightly confused. The next day the patient was very confused and unable to stand on his own. The primary care physician was called and the patient went for CT of the head which read negative. The patient was transferred to the hospital. While in the ER, the patient started empirically on vancomycin, cefepime, and acyclovir; however, acyclovir was discontinued along with cefepine and the patient was placed on unasyn for possible aspiration pneumonia. However, the patient's chest x-ray did not show any infiltrate. It was further noted that the patient had a laminectomy done earlier in the month when he got an intrathecal pump which delivered fentanyl, clonidine and prialt. The patient was initially admitted to the ICU with altered mental status and neurosurgery was consulted for the intrathecal pump's malfunction. They ruled out pump malfunction and decreased the dose of fentanyl and prialt. Also csf tap was done and per neurosurgery, had similar presentation and was found to have pneumonia. Neurosurgery also had an MRI with and without contract of the lumbar spine, the first one was of poor quality because of movement, but no report was made osteomyelitis or discitis. Later, a repeat MRI was done which could not rule out an osteomyelitis of the vertebral column. The patient also had an elevated white blood count on admission, was not complaining of signs and symptoms; however, due to his altered mental status, he might have aspirated and was continued on unasyn. The patient's discharge diagnosis was indicated as altered mental status secondary to possible polypharmacy and infection. It was noted patient recovered (B)(6) 2012.

Event description:
Sepsis was reported. The patient presented in the emergency room with increased back pain and fatigue. The patient was admitted to the hospital for a medical work up. The pump was interrogated. The outcome was noted as an ongoing event. The pump was delivering sufe, clonid and prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # unknown, implanted: (B)(6) 2008, explanted: unk; connector model # 8575, lot # n124736, implanted: (B)(6) 2008, explanted: unk.